Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 267 mg/dl at the time of incident and went to 488 mg/dl. Troubleshooting assisted customer in running a fixed prime and insulin exited the tubing. Customer indicated that the cannula was bent. Troubleshooting found that there were additional alarms in the pump history. No further details given.